Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During a physical inspection of the device, cracks were found in the upstream sensor tail pins. Evaluation also found that the fluid numbers on the upstream sensor were below specification. The failed upstream sensor was replaced. Additional information: crack, low readings.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.